Manufacturer narrative:
The hillrom technician found the lift's slingbar bolt had broken. The periodic inspection for liko overhead lifts (3en191001, rev. 2) states together with pictorial description that the following controls on the slingbar should be performed at least annually: for all slingbars: make sure only recommended sling bar is used according to the overhead lifts user manual. Visually inspect the sling bar to detect any cracks or deformities. For universal slingbars: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points (a). A search of the hillrom maintenance records shows that hillrom performed its last preventive inspection on this lift in 2012. It is unknown if the facility performs preventative maintenance on their lifts. The account did not want to pay for any repairs to the lift. Hillrom recommended the account purchase a new slingbar. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift slingbar failed and the patient fell to the floor. The patient experienced back pain from the fall that did not require any medical intervention. The lift was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).